Event description:
The subject device was used during an uncertain procedure. This device was used for the first time. The probe of the device was broken. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to sale company of olympus and the sales company evaluated the device. Olympus as manufacturer received the result of the evaluation. Medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 8 mm from the distal end and there was some damage on the surface. This product is subject to total inspection to ensure that the product is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue.